Event description:
A medtronic ent representative reported the video signal is lost on the monitor when the landmarx evolution system runs for longer than an hour. 'No input detected' is displayed on the monitor. The video cable can be manipulated on the back of the monitor and the signal returns. There was no patient present.

Manufacturer narrative:
Rmas issued. Replacement monitor shipped (B)(4) 2012. Suspect monitor returned (B)(4) 2012. No problem identified. Replacement cable shipped (B)(4) 2012. Suspect monitor cable returned (B)(4) 2012. A continuity test revealed an open from pin 22 of the db25 connector to pin 1 of the rca connector directly causing the event. A medtronic representative that was at the site, they replaced the monitor cable; now the system is deemed fully functional. Original problem behavior could not be replicated after the replacement.